Event description:
A doctor reported that the equipment presented problems with connecting the vitrectomy probe during a cataract with vitrectomy procedure. The case was completed with the same equipment following a delay of unknown duration. There was no harm to the pt.

Manufacturer narrative:
A review of the service report indicates that the customer reported that they were unable to connect the vitrectomy probe to the system. The customer called the company rep to assist with troubleshooting. The customer found that the nurse connected the probe to the wrong connector. The company rep was able to walk the customer through steps to connect the vitrectomy probe to the right connector on the system and confirmed the system functioned normally. The customer did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the reported event was attributed to a human error by making an incorrect connection from the vitrectomy probe to the system. (B)(4).